Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 patient underwent following procedures: bilateral inferior l4, all of l5, and suprerior s1 l aminectomy. Left l4-5 neural foraminal decompression and lateral recess decompression (disc spared). Lateral recess decompression at right l4-5. Neural foraminotomy and decompressive microdiscectomy at left l5-s1. Neural foraminotomy and decompressive discectomy at right l5-s1. Segmental instrumentation bilateral l4-5, s1 using peek rods. Posterior fusion (posterolateral)at l5-s1 bilaterally and facet fusion with allograft on the left l4-5. Autograft used for fusion both in interbody fusion using rhbmp-2/acs. Fluoroscopy performed throughout both ap and lateral. Emg nerve roots l4-5, s1 bilaterally monitored through the case. Preoperative diagnosis: spinal instability at l4-5. Spinal instability at l5-s1 where there was grade 1 to 2 spondylolisthesis. Neural foraminal stenosis at left l4-5. Bilateral recess stenosis at l4-5. Bilateral disc herniation causing nerve compression at level of spondylolisthesis l5-s1. At left l4-5. Only a mild protrusion of disc. As per op notes: ¿ prior to placing this, some of the patient¿s bone from earlier decompression was paced with rhbmp-2/acs and then the interbody device (peek)was also packed with rhbmp-2/acs. The slider was introduced, again monitoring with fluoroscopy to make sure of the proper position, since the patient did have an l5-s1 grade I to ii spondylolisthesis.¿ patient tolerated the procedure well without any complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.